Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the clinic with an infected device pocket. The device system was explanted. The patient was stable before, during and after the procedure.